Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in clinic for a follow-up, when it was observed that the pacing impedance and capture threshold had gradually risen on the ventricular lead. No intervention will be performed. Patient will continue to be closely observed with remote monitoring. Patient was stable.